Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: the basal history change on (B)(6) 2017 appeared to be inaccurate due to the programmed basal deliveries being manually changed. The pump was exercised for 24 hours and at the end of the test the pump accurately recorded the basal deliveries made. The alleged issue could not be duplicated. Unrelated to the initial allegation, the battery compartment was cracked and the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump basal history did not match active basal program. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.